Event description:
An infusion pump with a failure code 500:320:675:0000. The facility's biomed engineer stated that no pt injury or medical intervention was involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury, but no add'l info was available.